Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber rx 5mm 15cm 155 balloon ruptured when the pressure rose at its nominal pressure. Therefore it was removed from the patient and another saber balloon (same size) was inflated. A stent (7*150 smart stent) was placed and the procedure was completed successfully. There was no reported patient injury. ¿ppi¿ was performed and a 6f non cordis guiding catheter and a non cordis guide wire crossed the lesion. A saber pta (complaint product) inflated as a pre-dilation. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
A saber rx 5mm 15cm 155 balloon ruptured when the pressure rose at its nominal pressure. Therefore it was removed from the patient and another saber balloon (same size) was inflated. A stent (7x150 smart stent) was placed and the procedure was completed successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. Peripheral percutaneous intervention (ppi) was performed and a 6f non cordis guiding catheter and a non cordis guide wire crossed the lesion. A saber pta inflated as a pre-dilation. The product was clinically used. The device was returned for analysis. One non-sterile unit of saber rx 5mm15cm155 was received coiled inside a plastic bag. Per visual analysis, an axial burst was observed along the whole balloon. Blood residues were observed on balloon. No other damages were observed in the received saber catheter. Leak test could not be performed due to the axial burst noted in the balloon. Sem analysis results showed that neither external nor internal surfaces presented evidence of damages that could be related to the balloon burst. The proximal marker band did not presented any evidence of damages. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17414852 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the balloon burst could not be determined during analysis. Vessel characteristics were not provided. According to the instructions for use (IFU): ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.